Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged limb perforation and unsuccessful retrieval attempt. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. All these above complications have been associated with serious adverse events such as medical intervention and/or death. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an unknown period of time post vena cava filter deployment, the filter limbs allegedly extended beyond the caval wall and was impinging on surrounding tissues and organs. There was said to be an unsuccessful attempt to retrieve the filter. The filer remains implanted. It was alleged the patient suffered pain as a result. No further information was provided related to this event.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient status post trauma to bilateral lower extremities was scheduled for filter placement. The patient was prepped and draped in sterile fashion. Under fluoroscopic guidance, a catheter was advanced to the inferior vena cava. The filter introducer was placed at the confluence of the iliac veins and an inferior venacavogram demonstrated the vena cava free of disease and the renal veins were identified at the level of l1. The catheter was placed at the level of l2-l3 and the filter was deployed in an upright symmetrical position. Completion venogram demonstrated the filter to be in correct position below the renal veins. The introducer was removed and pressure was held for five minutes. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided. The investigation is inconclusive for the alleged limb perforation and unsuccessful retrieval attempt. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. All these above complications have been associated with serious adverse events such as medical intervention and/or death. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an unknown period of time post vena cava filter deployment, the filter limbs allegedly extended beyond the caval wall and was impinging on surrounding tissues and organs. There was said to be an unsuccessful attempt to retrieve the filter. The filer remains implanted. It was alleged the patient suffered pain as a result. No further information was provided related to this event. Medical records were received and reviewed. The patient status post trauma was scheduled for filter placement. The catheter was placed at the level of l2-l3 and the filter was deployed in an upright symmetrical position. Completion venogram demonstrated the filter to be in correction position below the renal veins. The catheter was removed and manual pressure was held. No additional information was provided in the medical records received.

Event description:
It was reported that an unknown period of time post vena cava filter deployment, the filter limbs allegedly extended beyond the caval wall and was impinging on surrounding tissues and organs. There was said to be an unsuccessful attempt to retrieve the filter. The filer remains implanted. It was alleged the patient suffered pain as a result. No further information was provided related to this event. Medical records were received and reviewed. The patient status post trauma was scheduled for filter placement. The catheter was placed at the level of l2-l3 and the filter was deployed in an upright symmetrical position. Completion venogram demonstrated the filter to be in correction position below the renal veins. The catheter was removed and manual pressure was held. No additional information was provided in the medical records received. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted, embedded in wall of the ivc and struts perforated into organs. Approximately eight months post deployment, the device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. There was no device deficiencies were identified within the medical records. Therefore, the investigation is inconclusive for the alleged perforation of the ivc, filter tilt and retrieval difficulties.based upon the available information the definitive root cause for this event is unknown. Labeling review: the current instructions for use states: potential complications: perforation or other acute or chronic damage of the ivc wall. All these above complications have been associated with serious adverse events such as medical intervention and/or death. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.